Event description:
It was reported that pump declared altitude alarm and insulin delivery was suspended while pump remained within normal operating altitude range. There was no adverse impact to the customer¿s blood glucose level. Customer cleaned speaker area, removed and reconnected cartridge, and then loaded new cartridge as instructed.